Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 200 mg/dl. The customer alleged that the pump was not delivering as much insulin as indicated; however this could not be confirmed as customer declined a system check with tandem technical support. Reportedly, customer continued to use the pump for insulin therapy.